Event description:
Information was received from a manufacturing representative (rep) regarding an event that occurred during the patient¿s implant procedure. It was reported that the implantable neurostimulator (ins) was reading high impedances in the bottom port intra-operative. The rep noted that the leads were removed, wiped down, and swapped, but there was no change in impedances. They stated that the impedances were checked four times, but remained high. The defective ins was then replaced with a different one. The unused ins will be returned to the manufactured for analysis. The issues was resolved at the time of the report. No further complications were reported. Indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis findings could not verify an issue with the ins. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been received, but analysis has not yet been performed. If information is provided in the future, a supplemental report will be issued.

Event description:
The ins was returned for analysis. No further information was received.